Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a std 5f m.I. Kit 45cm ss/ss echo. During a procedure, the guidewire tip became stuck inside the patient. A cut down was performed and the wire tip was completely removed.

Manufacturer narrative:
The customer's reported complaint description of guidewire tip detached inside patient cannot be confirmed. No guidewire sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Potential root cause for a guidewire tip detached failure mode is handling damage during use, i.e. End user pulling guidewire back against needle. No scar or supplier notification is warranted to be sent to the guidewire manufacturer at this time device history record review of the packaging/guidewire lots was performed and search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no other reported complaints for the indicated packaging/guidewire lots for similar guidewire tip detached issue. Labeling review: the instructions for use (16650422-01) which is supplied to the end user with this catalog number contains the following statements: intended use the micro access kit is used for percutaneous introduction of a guidewire or catheter into the vascular system following a small 21-gauge needle stick. Potential complications · perforation of a vessel or viscus · laceration of a vessel or viscus · embolism. Instructions for use 1. Gain percutaneous access with the 21 gauge needle. 2. Advance the 0.018" guidewire through the 21 gauge needle. 3. Withdraw the entry needle while leaving the 0.018" guidewire in place. 4. Advance the micro-introducer over the 0.018" guidewire. 5. Remove the 0.018" guidewire and the micro-introducer inner dilator. 6. Advance up to a 0.038" guidewire or catheter through the microintroducer sheath. 7. Remove micro-introducer sheath. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).